Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient had a right tha hip done on (B)(6) 2016 and was fine until the following sunday and it became painful. The patient came to the dr.'s office friday for an examine and had a proximal peri prosthetic fracture. Surgery was performed to remove the stem and femoral head, leaving cup and liner intact. The fracture was fixed with cables and used zimmer hip stem.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade ii stem was reported. The event was confirmed based on the medical records provided. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a medical review was performed and concluded: " an adverse mix of patient-related (osteoporosis) and procedure-related factors (surgical preparation in osteoporotic bone and direct anterior approach) have caused a periprosthetic fracture requiring revision surgery." Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded that there was no evidence of a device related issue. An adverse mix of patient-related (osteoporosis) and procedure-related factors (surgical preparation in osteoporotic bone and direct anterior approach) have caused a periprosthetic fracture requiring revision surgery. "No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The patient had a right tha hip done on (B)(6) 2016 and was fine until the following sunday and it became painful. The patient came to the dr.'s office friday for an examine and had a proximal peri prosthetic fracture. Surgery was performed to remove the stem and femoral head, leaving cup and liner intact. The fracture was fixed with cables and used zimmer hip stem.